Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Health effect - clinical code (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 250cc mentor smooth round moderate plus profile saline breast implants experienced breast implant illness post procedure. As a result, patient has a planned explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 5, 2022, mentor became aware that patient's explantation has been updated to (B)(6) 2020. Patient experienced weight loss, rashes, eye redness, constant eye tearing, floaters, vertigo, weight gain, pain, heart palpitations, insomnia, sinus issues. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information received on august 30, 2022 indicated that patient states that she had to have the breast implants removed as it was deeply affecting her entire system starting in 2012 that is started noticing various symptoms - stomach scans as result of unidentified issues, skin rashes, bladder incontinence and infections ongoing, extreme weight loss ( 20lbs) teary bloodshot irritated eyes with floaters. She had a plethora of very unusual issues ongoing until the removal of the mentor saline implants in may 2022 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on sept 7, 2023, patient reported that she had the implantation in 2010, and four years after, she starts having a plethora of symptoms and underwent many tests with little outcome - consensus is implants and with recall ( defective premature failure as described), and both surgeries were done in canada. Canadian government issued recall detailing premature failure of mentor product - patient implant number listed on it - mentor saline breast implant (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 29, 2022, after further review of file by clinician, patient's experienced breast ptosis in relation to generalized illness post procedure. Reason for device explant and/or reoperation: generalized illness and anisomastia. Manufacturer¿s reference number: (B)(4). Patient code e2308 was removed.

Manufacturer narrative:
On june 22, 2022, mentor became aware that information was erroneously omitted in follow up report 1. Patient¿s age is 66 years old. Patient is caucasian. Date of explant has been updated to (B)(6) 2022. Patient also experienced bilateral ptosis. Patient¿s date of problem has been updated to (B)(6) 2022. Reason for device explant and/or reoperation: generalized illness and anisomastia. Manufacturer¿s reference number:(B)(4). Relevant fields have been updated.

Manufacturer narrative:
Additional information received on july 23, 2024, indicated that the patient reported possible weakened shell and subsequent leakage. Manufacturer¿s reference number: (B)(4).